Manufacturer narrative:
The preliminary reporting and troubleshooting was performed by the implanting physician and thus no nalu personnel were present for that activity. There were no reports shared with the firm regarding any events leading up to the loss of therapy, no indications that there was any fall, trauma, or excessive activity by the patient. Migration is a known inherent risk of implantable neuromodulation systems and there are no additional contributing factors known in this case.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the medial branch nerve at the area of l4 vertebral body. After using the device for approximately one year, the patient reported to the implanting physician that there was a loss of stimulation. Xray imaging was performed and found the leads had migrated away from the intended nerve target. On 07/28/2025 the medical clinic notified a nalu representative that the patient was scheduled for surgery. A surgical revision was performed on (B)(6) 2025 to remove the migrated leads and place new leads at the intended nerve target.